Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent undersensing during episodes with ventricular ectopy. It was noted that the device had reached elective replacement indicator (eri). The icm remains in use. No patient complications have been reported as a result of this event.